Manufacturer narrative:
The customer was unable to have their glidescope portable gvl video monitor returned to verathon for evaluation due to this device reaching its end-of-service date effective december 31st, 2017. Since the device was not returned to verathon the cause could not be determined. Review of complaint history for the reported video monitor serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope portable gvl video monitors does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using glidescope portable gvl video monitor, the image was flickering and going in and out. No delay in the procedure, use of a backup device, or harm to the patient was reported.